Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed for the complaint product because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined from the investigation. Add¿l info was requested on 04/27/2012 and 05/16/2012 by phone, fax, and mail. A completed questionnaire was received on 05/01/2012. (B)(4).

Event description:
A surgeon reported a +1.00 diopter unexpected outcome following intraocular lens (iol) implant surgery.